Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient experienced a periprosthetic fracture.

Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. Part and lot information could not be obtained, therefore review of the device history report and a complaint history search could not be performed. This device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Follow up states that periprosthetic bone fracture occurred when patient fell. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.